Event description:
The customer reported via phone call that they had a battery out limit alarm. Customer stated the alarm was recurring with each battery replacement. It was also found the insulin pump would count down and power off. The customer was unable to rewind the insulin pump as a result. The customer also reported they did not receive a low battery alert prior to the off no power alert. Customer's blood glucose was 178 mg/dl. The customer stated they did not drop or bump the insulin pump. Customer requested to have the insulin pump replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.